Manufacturer narrative:
An investigation was conducted: it was reported that during a localizer procedure on an unknown date in october 2025, "patient with right breast cancer undergoing rf [radiofrequency] tag localized partial mastectomy and sentinel node biopsy. Rf tag placed prior to surgery and tag signal confirmed prior to incision. During procedure tag could not be localized using detector unit. Signal was detected without tag number. Intermittently the tag signal with tag number was identified. We ultimately visualized the tag, and the probe did not identify a signal while directly on the tag. This resulted in the creation of a larger lumpectomy specimen including an additional superior margin." No further information is available. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. Cause/root cause: the device was not returned for this complaint. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned device, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue could not be confirmed because the device was not returned. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR review was not conducted since the lot/serial number was not provided by the complainant. Medsun report received: (B)(4).

Event description:
It was reported that during a localizer procedure on an unknown date in (B)(6) 2025, "patient with right breast cancer undergoing rf [radiofrequency] tag localized partial mastectomy and sentinel node biopsy. Rf tag placed prior to surgery and tag signal confirmed prior to incision. During procedure tag could not be localized using detector unit. Signal was detected without tag number. Intermittently the tag signal with tag number was identified. We ultimately visualized the tag, and the probe did not identify a signal while directly on the tag. This resulted in the creation of a larger lumpectomy specimen including an additional superior margin." No further information is currently available.